Manufacturer narrative:
Updated blocks: h3, h6 and h9. The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) ran the monitor for three hours to monitor the on-screen values and hematocrit saturation (h/sat) intensity. The h/sat intensity, hemoglobin (hgb) and hematocrit (hct) saturation were steady throughout the evaluation. The color chip intensity is within operating limits and did not change significantly before or after operation of the monitor. The service repair technician (srt) was unable to duplicate the reported issue. He did observe the h/sat to fail during service mode color chip test. He replaced the hsat probe. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the values displayed on the blood parameter monitor (bpm) were unstable. The hemoglobin (hgb) and hematocrit (hct) were drifting in value. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the perfusion team had an incident with their bpm during a cpb procedure on (B)(6) 2019. The bpm turned on and passed color chip test without issue. During the procedure, after the first in-vivo calibration, the hct value was going up and down at a quick rate for no apparent reason, and then the bpm went to all dashes on the hct reading. The team opted to perform another in-vivo recalibration, and the value being reported on the blood gas was 25%. The team exchanged the unit with another unit, and continued the case without issue. This incident did not delay the surgical procedure. There was no blood loss or harm associated with the event.